Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0dghy, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va0bh3r , implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that a revision surgery took place because a wire "popped" out of the patient's head a week after implantation. The patient reported he looks like he has two big horns sticking out of his head. Additional information has been requested regarding the device identifiers, event date, intervention, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted. Please see report #s 6000153-2016-00524 and 6000153-2016-00525.